Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the center button was difficult to push. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Device uploaded to care link pro web and generated all nine summary reports and a 14-day daily report without any errors. No unexpected error message or communication anomalies noted during the upload or report generation noted.